Event description:
A 17-year-old patient in diabetic ketoacidosis was being transported to an intensive care unit from the emergency department with an insulin drip infusing at 1 unit/hour by manufacturer with concentration of 50 units of insulin and 50cc of normal saline so the rate was 1cc/hour. The insulin had been infusing for approximately two hours prior to transport without problem. The syringe had approximately 36cc with approximately 15cc through the tubing during transport. Once the patient was in the unit bed, the nurse noted that the syringe was empty and the manufacturer then alarmed as "infusion complete." The rate was found to be at 1999/hour. It was noted that no low-battery alarm sound.the patient was adminstered two amps of d50 ivp, two glasses of orange juice (one with sugar) and two cartons of milk. He was also started on d10w through a peripheral line at a rate of 20ml/hour with 14meq of kayciel per liter. After receiving the oral fluids and continuing IV infusion the patient appeared to stabilize and was not experiencing any jitteriness or chills.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.